Event description:
It was reported that the mobile power unit (mpu) patient cable's rubber encasing was loose around the black and white connectors. The bottom cover was damaged, the battery ribbon was frayed, and the handle was damaged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: expiration date was inadvertently added in initial report and is not applicable for this device. Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of damaged housing, battery strap, and connector were confirmed with the reference photos of mobile power unit (serial # (B)(6)). The provided reference photos captured the stress fractures near the handle, the stress fracture on the bottom housing, the separation of the sleeve around the connector and the frayed red battery strap. The stress fractures near the handle and on the bottom housing appears to be mechanically induced stress. The separation of the sleeve appears to be related to the loss of adhesion from the glue. The red battery strap was observed to be frayed. A root cause of the damaged housing, battery strap, and connector could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped to the customer on 17nov2017. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes the yellow wrench advisory alarm that details an internal malfunction detected within the mobile power unit and to call hospital contact. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.